Event description:
A customer reported an overinfusion with an unknown drug(s) while using an infusor elastomeric device. The infusor was attached and was set to infuse over 46 hours, however, the infusion completed on the next night in approximately 30 hours. No patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample availability is currently unknown. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.